Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket hematoma that needed to be evacuated. The right ventricular (rv) lead was found to be dislodged. The rv lead was repositioned during the pocket hematoma evacuation. When the lead was inserted back into the implantable cardioverter defibrillator (ICD) header, the lead could not be secured to the device due to a set screw issue. The lead was cinched down and the physician could hear the torque wrench clicking but the lead was not secure in the header. The physician removed the device and a new device was implanted. The rv lead remains in use. No further patient complications have been reported as a result of this event.